Event description:
Patient reported there is a black line in the display of the infusion device. Patient stated she cannot read the basal rate or bolus amount correctly which could lead to possible misinterpretation. Patient reported there were no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result main findings: the display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts. Consumables n/a the problem mentioned by the customer is related to mishandling of the product by the customer.